Manufacturer narrative:
D9: device avail for eval? Update from yes to no and remove date returned to MFR: 06/01/2021 (the samples were not received). H3: change device returned: remove yes and add no. Remove device evaluation anticipated, but not yet begun (the samples were not received). H10: remove: a device was received and is currently awaiting evaluation (the samples were not received, as reported on initial). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap extended life pd transfer sets had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.